Event description:
This is a case report received by baxter (B)(4) from (B)(6). It was reported by the physician that during the last two weeks the patient sometimes had cloudy drain fluid (dialysates) after using dianeal pd1 ((B)(4), lot # 10i20g44). The physician reports that after changing to another lot, the dialysates cleared up. The patient was not treated with antibiotics. The patient's physician assumes the contamination of the solution or this batch caused chemical peritonitis in this patient. No sample is available for evaluation. As there has been no confirmation that this was the cause of the peritonitis, this complaint was opened to capture a disposable device in relation to the event. Hospitalization was not necessary . No further information is available at this time. Laboratory test revealed: hospitalization was not necessary. Patient is in good condition.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of dianeal pd1 1.36% 2l tb. The dianeal pd1 1.36% 2l tb has been identified as the cause of this peritonitis. The dianeal pd1 1.36% 2l tb lot number involved in this incident (10i20g44) has been withdrawn from the market due to complaints of sterile peritonitis. This is not an MDR reportable event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Additional information will be submitted as it becomes available.